Event description:
Revision due to tibial loosening.

Manufacturer narrative:
Engineering evaluation of the returned tibial insert noted deformation of the anterior slot and left anterior edge of the condyle consistent with device extraction.